Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that insulin leaked from the cartridge into the device chamber with no insulin delivery through the tubing, associated with attaching the connector before inserting the cartridge, leading to prolonged hyperglycemia with a maximum blood glucose over 400 and use of subcutaneous insulin injections for correction. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary impairment requiring medical intervention in the form of corrective insulin injections and interruption of device therapy with troubleshooting and education provided. Investigation included review of user technique and use environment with remote troubleshooting. Investigation of this case revealed user setup error related to the supply change process that allowed insulin to leak into the chamber rather than enter the tubing. It was concluded that the event was related to use error, not a device malfunction, and that proper cartridge insertion followed by connector attachment mitigates the issue.